Event description:
Weak coag when using pulsar ii generator.

Event description:
Weak coag when using pulsar ii generator.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 6 e3 (patient return electrode has poor connection) and e3 is a normal use error. To ensure cut and coag energy delivery was not weak steps 5.6 and 5.12 of the final test (tp-0050) were performed and the power measurements were within tolerance therefore, the reported incident could not be confirmed. Root cause: the unit did not exhibit low output power in the service department. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4). .